Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-52 lead implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the patient's right atrial and right ventricular leads broke. The patient lived with their junctional escape rhythm for approximately two years. The leads were capped and replaced. Approximately two years later, the leads were removed from the patient. No patient complications have been reported as a result of this event.